Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, long lasting eyelid/ malar edema / residual swelling, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: skippen, b., baldelli, I., hartstein, m., casabona, g., montes, j., & bernardini, f. (2019). Rehabilitation of the dysmorphic lower eyelid from hyaluronic acid filler: what to do after a good periocular treatment goes bad. Aesthetic surgery journal, 1-9. Doi: 10.1093/asj/sjz078.

Event description:
This case is linked to 2135225-2019-00052, 2135225-2019-00053, 2135225-2019-00054, 2135225-2019-00055, 2135225-2019-00057 and 2135225-2019-00058. This is a literature report from a noncomparative, retrospective study of a series of consecutive patients who presented with lower eyelid dysmorphism secondary to chronic edema one year or more after uneventful hyaluronic acid filler injection in the infraorbital area. This case concerns a (B)(6) female patient. She was injected with hyaluronic acid to the brows and cheeks, three years previously. The patient had no history of lower eyelid blepharoplasty, allergies, rosacea, chronic or fluctuating lower eyelid and malar edema of unknown origin, or of thyroid disease. After the hyaluronic acid treatment, the patient developed a long-lasting eyelid / malar edema. She consulted three other specialists and underwent a facial MRI scan without reaching the correct diagnosis. At presentation, the patient complained of left upper and lower eyelid swelling and requested a blepharoplasty. She was treated with a total of 150 units of hyaluronidase, diluted in lidocaine without epinephrine (1500 units in 1 ml). The patient was injected with 60 units into 2 injection points in the left lower eyelid (30 units per point) and 90 units into 3 injection points in the upper eyelid (30 units per point). A light digital massage was performed to uniformly distribute the enzyme in the desired areas. Two weeks later, the patient was dissatisfied and not appreciative of the good result in her upper eyelid, because of the lower eyelid bags, orbito-malar hollows, skin laxity, and cheek atrophy that resurfaced from beneath the edema, despite the minimal[?][?]amount of enzyme used. The patient further received a hyaluronic acid retreatment to the left eyelid only, which included a combination of a high g-prime filler (rha4 = teosyal rha4), for deep support and biomechanical lift, and a low g-prime filler (red2 = teosyal redensity ii) to smooth transitions, using a 27g cannula for both fillers. Six months after, there was a complete resolution of the patient's aesthetic complaints in the left eye, without experiencing a second episode of edema, and she was satisfied. She eventually became aware of the residual swelling in the right lower eyelid, which now looked worse than the left. Due to the provided information, the outcome of the event 'long-lasting eyelid / malar edema/ residual swelling' was considered as not resolved. In the opinion of the author, long-lasting chronic lower eyelid edema was the most frequent hyaluronic acid related complication and the main cause of patient concern when considering periocular hyaluronic acid treatment. With respect to late-onset chronic edema, the lack of awareness of this complication and the long time separating the original injection from the occurrence of the complication may steer patients and physicians away from suspecting the real culprit, delaying its diagnosis and treatment. Placing the right filler, employing the appropriate injection technique and the surgeon being an expert injector and aware of the complex local anatomy may help in mitigating the risk of this complication